Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c8000 processing module for multiple samples. The customer observed initial results < 0.1 mg/dl, but all patients reran were within normal range. The following example results were provided: (customer provided normal range: 0.2-1.3 mg/dl) initial result: <0.1 mg/dl, repeat result 0.2 mg/dl initial result: <0.1 mg/dl, repeat result 0.3 mg/dl initial result: <0.1 mg/dl, repeat result 0.4 mg/dl initial result: <0.1 mg/dl, repeat result 0.4 mg/dl initial result: <0.1 mg/dl, repeat result 0.4 mg/dl initial result: <0.1 mg/dl, repeat result 0.2 mg/dl initial result : <0.1 mg/dl, repeat result 0.4 mg/dl initial result: <0.1 mg/dl, repeat result 0.3 mg/dl initial result: <0.1 mg/dl, repeat result 0.3 mg/dl initial result : <0.1 mg/dl, repeat result 0.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Updated information in section d4 - expiration date and d4 - primary UDI number the complaint investigation for falsely decreased total bilirubin results generated on the architect c8000 processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. A ticket search by the total bilirubin lot number 64715uq08 did not identify an increase in complaint activity related to the issue under review. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the total bilirubin reagent lot 64715uq08 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c8000 processing module for multiple samples. The customer observed initial results < 0.1 mg/dl, but all patients reran were within normal range. The following example results were provided: (customer provided normal range: 0.2-1.3 mg/dl). Initial result: <0.1 mg/dl, repeat result 0.2 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.3 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.4 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.4 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.4 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.2 mg/dl. Initial result : <0.1 mg/dl, repeat result 0.4 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.3 mg/dl. Initial result: <0.1 mg/dl, repeat result 0.3 mg/dl. Initial result : <0.1 mg/dl, repeat result 0.2 mg/dl. No impact to patient management was reported.